Event description:
The facility reported a colleague infusion pump with a malfunction of "front bezel display is torn off." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the central supply department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with "front bezel display is torn off" was confirmed by baxter personnel during product evaluation. The root cause is currently unknown. The front bezel and display were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.